Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power loss and unexpected restart. Customer¿s blood glucose value was unknown. Customer was explained power loss alarm occurred if the battery is out of the pump for greater than 10 minutes. Pump is not alarming at time of call. Insulin pump will not be returned for analysis.